Event description:
High right ventricular pacing lead impedance detected on (B)(6) 2011 00:00 this rv lead was implanted on (B)(6) 2006. There was a red alert for high right ventricular pacing lead impedance delivered on (B)(6) 2011. The patient's physician is dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).